Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps going off and saying that her blood glucose is 52 mg/dl when it is not. Customer was advised that it is usually sensor issues. Customer stated that she put in a sensor last night and it bled all over the place. Customer ended up going to the hospital last night because her blood glucose went to 93 mg/dl and she couldn't figure out what was going on. Customer stated that the storm was bothering her and she had a panic attack on top of a complicated reaction. Customer was in the hospital from (B)(6). Customer went to the doctor and stated that her sensor glucose reading was 42 and her blood glucose reading was 85 mg/dl. Customer talked to her doctor and was given new insulin. Customer was driving and stated that she will call back to troubleshoot.